Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high pacing impedance on the right ventricular (rv) lead. The physician believes possible conductor fracture on the rv lead. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient condition was stable.